Event description:
It was reported there was a shocking or jolting sensation. It was reported the stimulation was intermittent. It was reported the stimulation was ¿jumping around on her¿ and ¿stopping.¿ it was noted this was not related to the patient¿s position. It was stated this started 4-5 days ago. It was reported the impedance at contacts ¿0/3¿ was <(><<)>50 and all of the other impedances were fine. It was noted that palpation did not elicit anything. It was noted there was burning at the ins site the previous day that went away when the patient pressed on it. It was noted there were no programming capabilities on the ¿0-3 tail.¿ it was reported the patient was going to keep a diary of the event. Patient outcome was not provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 74002, lot# n203589, implanted: (B)(6) 2010, product type: adapter. Product ID: 3550-29, lot# n306791, implanted: (B)(6) 2013, product type: accessory. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3998, lot# lb5432, implanted: (B)(6) 2003, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).